Event description:
It was reported that the burr got stuck with the wire. A 1.25mm rotapro and rotawire drive were selected for use. During withdrawal, after debulking, it was noted that the burr got stuck with the wire. Although the burr tip has come out from the y-connector, it could not be removed so, the entire unit was removed from the patient. The procedure was completed with another of same device. No patient complications were reported.